Manufacturer narrative:
(B)(4). Batch # r9489v, attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, a foreign matter like an insect was found in the package when the package was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the b12lt device was returned outside its original package and a petri dish with a cardboard box piece inside. Only the tyvek was returned for analysis. Although no conclusion could be reached on how the cardboard box piece was introduced inside the sterile package, it is possible that the cardboard box piece adhered to the device during the packaging process due to static. The reported complaint was confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Manufacturer narrative:
(B)(4). Per photographic evaluation: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the pictures, it appears like a foreign matter is on the device, the device appears to be outside of its sterile package. The foreign matters appears to be carton box particle. However, no conclusion could be reached as to the origin of the foreign matter as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause.